Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; no relevant manufacturing issues were identified as all released units met stryker specifications. The probable root cause of the failure are "misalignment of pegs" and/or "too much impaction force".

Event description:
It was reported that; the endcap was came off from the cage when the surgeon inserted the cage into the intervertebra. Another size endcap was used instead of it and the procedure was completed.

Event description:
It was reported that; the endcap was came off from the cage when the surgeon inserted the cage into the intervertebra. Another size endcap was used instead of it and the procedure was completed.